Manufacturer narrative:
The technician found the bed was unplugged. He plugged the bed in and there was no bed movement. He tested the bed and could not duplicate the alleged malfunction.

Event description:
Info received indicates the head of bed is moving by itself.